Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three devices were received for evaluation; 3 events were confirmed during testing. One device was found to be affected by component migration. Two devices were found to be affected by a loose lever assembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device ran without user activation. Two events had no patient involvement; no patient impact. One event had patient involvement; no patient impact.